Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a knee surgery the hook broke off inside the patient. The broken piece was retrieved out of the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. -complaint allegation is confirmed. -visual inspection noted that the tip of the 25°, curve, left quickpass¿ lasso, low profile tip was broken off. -functional testing was not performed due to the damage to the device. The most likely cause of the reported failure can be attributed to user error with the device due to improper bone preparation, misalignment of insertion, and/or prying/leveraging of the device during insertion.